Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the over infusion was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Flow accuracy was performed and the device failed with a result of -8.45%. The reported condition was verified. The cause of the condition was that the pressure plate travel was out of adjustment. The pressure plate travel was required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off stating 'infusion complete' too early. This occurred during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported over infusion was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was not verified, however during flow accuracy testing the device was found to under deliver greater than 5% specification. The cause of the condition was determine to be the pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.